Event description:
(B)(4). Inquired what led up to the complaint. Customer response: called in to report having high bg in the last few weeks and not made any changes to life style and spoke to clinic and advised to call us high bg/under delivery t/s per (B)(4). Patient's bg at time of incident: 6.4 mmol/l. Patient's current bg: 6.4 mmol/l. Customer reports the following symptoms related to their high bgs: no symptoms. Customer reports they feel okay to t/s. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer is not calling back to perform an hp test. Customer is insisting on pump replacement. Expl that we have formulated these troubleshooting steps to ensure their pump is completely operational and working safely by covering common factors including infusion set, site, insulin, lifestyle, pump programming. Adv that there are many other factors that may cause bgs to be outside of the target range. Adv that their safety and satisfaction is our primary concern. Adv medtronic diabetes stands 100% behind the safety and quality of our products. Customer does not wish to continue troubleshooting. Explained the 2 high bg rule. Adv to change entire set, reservoir and insulin and treat per hcp's instructions. Adv to call back for assistance if hbgs persist. Customer's outcome pertaining to the complaint: kevin would like pump replaced. Explained it issues still continue wiht the new pump will need to complete ts as it might be another issue ship: 1 pump / return: 1 pump reason for return (B)(4). Complaint status: in process (B)(4). Inquired what led up to the complaint. Customer response: called in to report having high bg in the last few weeks and not made any changes to life style and spoke to clinic and advised to call us high bg/under delivery t/s per (B)(4). Patient's bg at time of incident: 6.4 mmol/l. Patient's current bg: 6.4 mmol/l. Customer reports the following symptoms related to their high bgs: no symptoms. Customer reports they feel okay to t/s. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer is not calling back to perform an hp test. Customer is insisting on pump replacement. Expl that we have formulated these troubleshooting steps to ensure their pump is completely operational and working safely by covering common factors including infusion set, site, insulin, lifestyle, pump programming. Adv that there are many other factors that may cause bgs to be outside of the target range. Adv that their safety and satisfaction is our primary concern. Adv medtronic diabetes stands 100% behind the safety and quality of our products. Customer does not wish to continue troubleshooting. Explained the 2 high bg rule. Adv to change entire set, reservoir and insulin and treat per hcp's instructions. Adv to call back for assistance if hbgs persist. Customer's outcome pertaining to the complaint: kevin would like pump replaced. Explained it issues still continue wiht the new pump will need to complete ts as it might be another issue ship: 1 pump / return: 1 pump reason for return: (B)(4). Inquired what led up to the complaint. Customer response: called in to report having high bg in the last few weeks and not made any changes to life style and spoke to clinic and advised to call us high bg/under delivery t/s per dop114-980. Patient's bg at time of incident: 6.4 mmol/l. Patient's current bg: 6.4 mmol/l. Customer reports the following symptoms related to their high bgs: no symptoms. Customer reports they feel okay to t/s. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer is not calling back to perform an hp test. Customer is insisting on pump replacement. Expl that we have formulated these troubleshooting steps to ensure their pump is completely operational and working safely by covering common factors including infusion set, site, insulin, lifestyle, pump programming. Adv that there are many other factors that may cause bgs to be outside of the target range. Adv that their safety and satisfaction is our primary concern. Adv medtronic diabetes stands 100% behind the safety and quality of our products. Customer does not wish to continue troubleshooting. Explained the 2 high bg rule. Adv to change entire set, reservoir and insulin and treat per hcp's instructions. Adv to call back for assistance if hbgs persist. Customer's outcome pertaining to the complaint: kevin would like pump replaced. Explained it issues still continue wiht the new pump will need to complete ts as it might be another issue ship: 1 pump / return: 1 pump reason for return: (B)(4). Inquired what led up to the complaint. Customer response: called in to report having high bg in the last few weeks and not made any changes to life style and spoke to clinic and advised to call us high bg/under delivery t/s per dop114-980. Patient's bg at time of incident: 6.4 mmol/l. Patient's current bg: 6.4 mmol/l. Customer reports the following symptoms related to their high bgs: no symptoms. Customer reports they feel okay to t/s. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer is not calling back to perform an hp test. Customer is insisting on pump replacement. Expl that we have formulated these troubleshooting steps to ensure their pump is completely operational and working safely by covering common factors including infusion set, site, insulin, lifestyle, pump programming. Adv that there are many other factors that may cause bgs to be outside of the target range. Adv that their safety and satisfaction is our primary concern. Adv medtronic diabetes stands 100% behind the safety and quality of our products. Customer does not wish to continue troubleshooting. Explained the 2 high bg rule. Adv to change entire set, reservoir and insulin and treat per hcp's instructions. Adv to call back for assistance if hbgs persist. Customer's outcome pertaining to the complaint: kevin would like pump replaced. Explained it issues still continue wiht the new pump will need to complete ts as it might be another issue ship: 1 pump / return: 1 pump reason for return: (B)(4). Inquired what led up to the complaint. Customer response: called in to report having high bg in the last few weeks and not made any changes to life style and spoke to clinic and advised to call us high bg/under delivery t/s per (B)(4). Patient's bg at time of incident: 6.4 mmol/l. Patient's current bg: 6.4 mmol/l. Customer reports the following symptoms related to their high bgs: no symptoms. Customer reports they feel okay to t/s. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer is not calling back to perform an hp test. Customer is insisting on pump replacement. Expl that we have formulated these troubleshooting steps to ensure their pump is completely operational and working safely by covering common factors including infusion set, site, insulin, lifestyle, pump programming. Adv that there are many other factors that may cause bgs to be outside of the target range. Adv that their safety and satisfaction is our primary concern. Adv medtronic diabetes stands 100% behind the safety and quality of our products. Customer does not wish to continue troubleshooting. Explained the 2 high bg rule. Adv to change entire set, reservoir and insulin and treat per hcp's instructions. Adv to call back for assistance if hbgs persist. Customer's outcome pertaining to the complaint: kevin would like pump replaced. Explained it issues still continue wiht the new pump will need to complete ts as it might be another issue ship: 1 pump / return: 1 pump reason for return: (B)(4). Inquired what led up to the complaint. Customer response: called in to report having high bg in the last few weeks and not made any changes to life style and spoke to clinic and advised to call us high bg/under delivery t/s per dop114-980. Patient's bg at time of incident: 6.4 mmol/l. Patient's current bg: 6.4 mmol/l. Customer reports the following symptoms related to their high bgs: no symptoms. Customer reports they feel okay to t/s. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer is not calling back to perform an hp test. Customer is insisting on pump replacement. Expl that we have formulated these troubleshooting steps to ensure their pump is completely operational and working safely by covering common factors including infusion set, site, insulin, lifestyle, pump programming. Adv that there are many other factors that may cause bgs to be outside of the target range. Adv that their safety and satisfaction is our primary concern. Adv medtronic diabetes stands 100% behind the safety and quality of our products. Customer does not wish to continue troubleshooting. Explained the 2 high bg rule. Adv to change entire set, reservoir and insulin and treat per hcp's instructions. Adv to call back for assistance if hbgs persist. Customer's outcome pertaining to the complaint: kevin would like pump replaced. Explained it issues still continue wiht the new pump will need to complete ts as it might be another issue ship: 1 pump / return: 1 pump reason for return: (B)(4). Inquired what led up to the complaint. Customer response: called in to report having high bg in the last few weeks and not made any changes to life style and spoke to clinic and advised to call us high bg/under delivery t/s per dop114-980. Patient's bg at time of incident: 6.4 mmol/l. Patient's current bg: 6.4 mmol/l. Customer reports the following symptoms related to their high bgs: no symptoms. Customer reports they feel okay to t/s. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer is not calling back to perform an hp test. Customer is insisting on pump replacement. Expl that we have formulated these troubleshooting steps to ensure their pump is completely operational and working safely by covering common factors including infusion set, site, insulin, lifestyle, pump programming. Adv that there are many other factors that may cause bgs to be outside of the target range. Adv that their safety and satisfaction is our primary concern. Adv medtronic diabetes stands 100% behind the safety and quality of our products. Customer does not wish to continue troubleshooting. Explained the 2 high bg rule. Adv to change entire set, reservoir and insulin and treat per hcp's instructions. Adv to call back for assistance if hbgs persist. Customer's outcome pertaining to the complaint: kevin would like pump replaced. Explained it issues still continue wiht the new pump will need to complete ts as it might be another issue ship: 1 pump / return: 1 pump reason for return: (B)(4). Inquired what led up to the complaint. Customer response: called in to report having high bg in the last few weeks and not made any changes to life style and spoke to clinic and advised to call us high bg/under delivery t/s per dop114-980. Patient's bg at time of incident: 6.4 mmol/l. Patient's current bg: 6.4 mmol/l. Customer reports the following symptoms related to their high bgs: no symptoms. Customer reports they feel okay to t/s. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer is not calling back to perform an hp test. Customer is insisting on pump replacement. Expl that we have formulated these troubleshooting steps to ensure their pump is completely operational and working safely by covering common factors including infusion set, site, insulin, lifestyle, pump programming. Adv that there are many other factors that may cause bgs to be outside of the target range. Adv that their safety and satisfaction is our primary concern. Adv medtronic diabetes stands 100% behind the safety and quality of our products. Customer does not wish to continue troubleshooting. Explained the 2 high bg rule. Adv to change entire set, reservoir and insulin and treat per hcp's instructions. Adv to call back for assistance if hbgs persist. Customer's outcome pertaining to the complaint: kevin would like pump replaced. Explained it issues still continue wiht the new pump will need to complete ts as it might be another issue ship: 1 pump / return: 1 pump reason for return: (B)(4).

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0958-2020. (B)(4). S.w version 4.10d. Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08735 inches. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."